Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited loss of capture and episodes of noise reversion. The lead had fractured and was capped and replaced.

Manufacturer narrative:
.